Manufacturer narrative:
Vyaire file identification: (B)(4). Equipment was received in house at the vyaire facility. Service technician verified the reported "svhp alarm" problem. Connected a known good patient circuit. Performed circuit leak test and got a failed sv message. Turned on the unit and showed the svhp alarm during ventilation. Replaced the blower inlet filter, passed circuit leak test and runs with no svhp alarm. Root cause is the blower inlet filter. The blower inlet filter was sent to vyaire failure analysis laboratory for further investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that their revel ventilator is alarming svhp alarm. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the revel ventilator and performed a failure investigation. The reported issue was able to be confirmed and duplicated. Uut (under unit test) caused palm top ventilator test unit to alarmed for "svhp" alarm conditions due to flow obstruction of excessive dirt like debris within the blower inlet filter screen thus caused flow restriction triggering the "safety valve high pressure relief" alarm conditions.